Event description:
Healthcare professional (hcp) reports one incident of blood leak at the luer connections of the dialyzer and bloodlines. Hcp stated the incident was noted during the pt's treatment. Staff reinforced and tightened connections, with an estimated blood loss of 50cc. Treatment was resumed and completed without further incident. No pt injury or medical intervention reported per hcp.